Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal cross was performed, and a watchman fxd curve access system (was) was inserted. Prior inserting the watchman closure device and delivery system (wds) the patient's heart rate slowed, st segment elevation was observed, followed by left ventricle stagnation observed via intracardiac echocardiogram. The patient was intubated and administered medication and chest compressions. The patient stabilized and was sent to the intensive care unit. The patient has not been discharged but is stable. It was determined that the cause of this event was improper anesthesia administration.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal cross was performed, and a watchman fxd curve access system (was) was inserted. Prior inserting the watchman closure device and delivery system (wds) the patient's heart rate slowed, st segment elevation was observed, followed by left ventricle stagnation observed via intracardiac echocardiogram. The patient was intubated and administered medication and chest compressions. The patient stabilized and was sent to the intensive care unit. The patient has not been discharged but is stable. It was determined that the cause of this event was improper anesthesia administration.